Manufacturer narrative:
The device manufacture date is unknown. The manufacture date will be provided in the follow-up report. The sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error during a procedure. There was no report of patient injury. A sorin group service representative was dispatched to the facility. During troubleshooting, the motor end stage circuit board was replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 mast roller pump displayed an error during a procedure. There was no report of patient injury.